Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+, thick anterior mitral leaflet (aml), thin posterior mitral leaflet (pml), misaligned valve joints, backward mr blowing, and a wide jet width from a2p2 to the lateral indentation. A mitraclip ntw was deployed on the center of a2/p2, slightly closer to the lateral side. The procedure was completed with one clip implanted. The mr was reduced to grade 2+. An echocardiogram was performed and confirmed fluttering tissue on the left side of the valve in the clip medial part. The implanted clips were stable on both leaflets. In the physician¿s opinion, a dissection of the cusps occurred. There was no clinically significant delay in the procedure. No additional information was provided.